Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed the battery indicator was flashing although the heart lung console was plugged into an ac power source. The user contacted technical support personnel to troubleshoot the problem and was able to remedy the issue. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.